Event description:
Same case as MFR#: 2939204-2010-00982. It was reported that post a stenting treatment procedure, restenosis was observed. The target lesion was located in the tortuous and non-calcified left anterior descending (lad) artery. An unknown size taxus stent was implanted without patient complications. After the procedure, the patient was on plavix. Approximately one year later, during follow up coronary angiography, there was 90% in stent restenosis. With direct stenting, an 8x3.5mm promus stent delivery system (sds) was advanced to the lesion and the stent was deployed at 20 atms/10 sec. The stent was not post dilated. Next, an atlantis pro imaging catheter was advanced for post-ivus, however, the catheter got caught on either the taxus or promus stent in the lad. The physician pulled the catheter releasing it from the stent without patient injuries. No additional patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Implanted approximately one year ago. Brand name: it is unknown if the stent was a taxus liberte or taxus express2. Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).